Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother confirmed that the patient had incorrect transmitter ID entered in the g5 application. Patient's mother attempted to re-pair the devices, which was unsuccessful.no additional patient or event information is available.